Manufacturer narrative:
H3: product analysis: part # 5484306, lot # sw20d029 visual inspection confirmed the entire torx tip of instrument has been sheared off and the attachment pin to the internal bushing has broken. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. This type of damage is consistent with overload as the mechanism of failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an event. It was reported that break off handle¿s blue rubber is cracked, crosslinks driver¿s tip is cracked/chipped, t-25 obturator¿s tip is worn down, t-20 driver tip is worn down, ratchet handles (x2) are getting stuck and won¿t ratchet properly, lock sleeve driver (x1) has a worn down tip, lock sleeve driver (x1) has a broken driver tip and 4.75 mas screwdriver has a worn down tip. There was no patient involvement reported. There were no further complications reported regarding the event.